Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit properly onto the pump. Reportedly, the customer applied more force to resolve most of the cartridge issues, and a cartridge change was done to resolve another cartridge issue. There was no reported impact to the customer's blood glucose (bg) level.